Event description:
The patient had been scheduled for a pump refill and a volume discrepancy was noted. The health care professional noted at that time the reservoir was full. The actual residual volume (arv) was 40ml instead of the expected residual volume (evr) of 3.4ml. It had been reported that since implant the patient had not had a refill. The patient had been scheduled for a pump refill in december but did not have the refill done as she was moving to a different state. The appointment was rescheduled for february. The patient did not relocate and the patient did not come to that appointment. The patient reported that the pump was not refilled and did not know if any programming had been done. There was no patient injury reported. The pump was used to deliver lioresal.

Event description:
Additional information received reported that patient was seen by the doctor on (B)(6) 2011. It was noted that the patient did complete a six week of psychotherapy, which involved therapy for treatment of post-traumatic stress disorder, depression, anxiety and ethanol abuse. The patient had diarrhea for 3 days associated with severe cramping. She also completed antibiotic for a sinus infection a week prior to (B)(6) 2011. It was also noted that the pump was interrogated. Current dose was at 270 mcg per day. There was spasticity noted with elbow extension. The patient was scheduled to return to clinic for pump refill in (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n285240011, implanted on: (B)(6) 2011, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).